Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of the reported deformation could not be conclusively determined, however; the use of a large than recommended delivery system could have contributed to the reported deformation as use of a larger delivery system may influence deformations. Please note, per the instructions for use, artmt100116885, IFU, asd septal occluder, revision a table t1 the recommended size delivery system for use with a 10mm amplatzer septal occluder is an 6f.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for an atrial septal defect (asd) measuring 9x7x10mm central hole using a 7f amplatzer trevisio intravascular delivery system. During deployment, when trying to release the device three times from the sheath the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. The physician tried all known techniques, and the device got acquired. The deformed device tested outside, but they did not have the expected results. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 12mm amplatzer device was chosen, positioned correctly without residual shunt and implanted successfully using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.